Event description:
It was reported to philips that an intermittent collimator failure was detected during preventive maintenance on an azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service quoted collimator replacement and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).